Manufacturer narrative:
(B)(4). G2- foreign - australia. Visual examination of the returned product confirmed the break. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the plate had fractured at the mid-portion. The plate was removed and replaced with a new plate during the procedure. Attempts have been made and no further information has been provided.